Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code (B)(4) captures the reportable issue of stent broken. Device code (B)(4) captures the reportable issue of stent overgrowth. Device code (B)(4) captures the reportable issue of stent difficult to remove. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on an unknown date. Reportedly, the stent was implanted for at least six weeks. According to the complainant, during the scheduled stent removal procedure on (B)(6) 2018, the stent was difficult to remove. The stent could not be removed using snares, rat tooth forceps, double snares, or a combination of snares and forceps. Argon plasma coagulation (apc) was performed to remove some of the overgrown tissue, but, following apc, the stent could still not be removed using a two channel scope and forceps. During attempted stent removal, the stent was twisted and broke into two pieces. The stent was collapsed down and most of it was able to be removed. The distal flange remained embedded in the tissue and could not be removed. The attempts to remove the stent lasted over one hour. The patient's pseudocyst had resolved at the time of the removal procedure. There were no patient complications reported as a result of this event.